Manufacturer narrative:
The stent remains implanted in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Patient ID: (B)(6). It was reported that on (B)(6) 2020 two xience proa stents, sizes 2.5x23 and 2.75x8, were implanted in the mid right coronary artery (rca). On (B)(6) 2020 a coronary angiogram identified 90% restenosis in the mid rca which was treated with percutaneous intervention. The condition resolved the same day. No additional information was provided.

Event description:
Patient ID: (B)(6). It was reported that on (B)(6)2020 two xience proa stents, sizes 2.5x23 and 2.75x8, were implanted in the mid right coronary artery (rca). On (B)(6)2020 a coronary angiogram identified 90% restenosis in the mid rca which was treated with percutaneous intervention. The condition resolved the same day. Subsequent to the previously filed report, additional information was received that there was no stenosis in the study stent. The stenosis was in a non-study vessel. No additional information was provided.

Manufacturer narrative:
Since there was no restenosis in the study stent, no investigation is required. There is no indication of a product quality issue with respect to manufacture, design or labeling.h6: patient code 2263 was removed and replaced with 2199.